Manufacturer narrative:
(B)(4). Suspect postivie bi and load not recalled.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi). The bi was incubated for 48 hours as the customer forgot to check the bi at 24 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The load included one reamer and battery, one battery, and one bipolar. The load was partially released and used on patients before the results were confirmed. The load item released was the bipolar. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Method: product was discarded by the customer and not returned; therefore,visual and retains testing could not be performed. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. ¿the DHR review could not be performed as the customer discarded the suspect positive bi and lot information is unknown. ¿trending analysis for the product code of ''suspected positive bi¿ was reviewed from july 2013 through june 2014. The highest risk is categorized into "broadly acceptable". ¿trending analysis for the product code of ''load not recalled' was reviewed from july 2013 through june 2014. The highest risk is categorized into "broadly acceptable". ¿trending analysis by lot number was not performed as lot information was not available. ¿the fmea was reviewed and indicates that the rpn associated with positive bi is at an acceptable level. ¿ the hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The likely cause of the issue was user error. The customer depressed the cap of the bi before processing in the sterrad® sterilizer. Depressing the cap before processing does not allow the sterilant to interact with the spore disc and bacteria causing a false positive result. Per the IFU, the proper procedure is to depress the cap and crush the bi after the sterilization cycle has completed. The customer did not follow the recommended IFU and received a positive result. The severity associated with suspected positive bi is defined as "negligible." The product IFU states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. The cause of the suspected positive bi was attributed to user error as the customer did not follow the proper IFU. The customer will be advised through a customer letter to follow the recommended IFU. Asp will continue to track and trend this issue.